Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. Patient's mother performed a paper clip reset and was not successful. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/31/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing/calibration test was performed and no failures were found. A review of the downloaded data log confirmed the reported event of a loss of connection. A root cause could not be determined.